Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found a cracked enclosure near drain fitting, cracks in tank cover, outdated pcb and power switch, and worn and faded line cord. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and powered on. The reported customer complaint has been confirmed as a result of wear and tear on the drain elbow and overtightening the screws on the tank cover; problem source determined to be user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device leaks water, has a broken reservoir cover and broken drain elbow. No adverse effects reported.